Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1vjll, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead, h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on (B)(6) 2019, they were working at a restaurant and got electrocuted. It "fried" one of their leads. This was the reason the patient had to have the system replaced. At that time, a manufacturer representative came to see them at the hospital and brought the equipment to check their implant. Additional information was received from a manufacturer representative (rep). The rep reported that it was asked but unknown if any other steps were taken to try to resolve the previously reported issue before the system was replaced.

Manufacturer narrative:
Patient code (B)(4) can be removed from the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were electrocuted at work from a breaker box on (B)(6) 2019 which resulted in the device factory resetting. The patient met their manufacture representative (rep) at their healthcare provider's (hcp) office, but it hast not worked as well since reprogramming. Additional information received from a manufacturer representative (rep). The rep noted that the patient feels that they've had a bladder infection since they were electrocuted; the patient received a shock. They also noted that the patient was hospitalized because of the severity of the bladder infection. The diagnostics/troubleshooting performed included interrogating the ins, but an impedance issue was not determined. The patient noted that they felt uncomfortable stimulation on (B)(6) 2019 so they turned the device off and notified the managing hcp. Surgical intervention did not occur, but it is unknown at the time of the report if surgical intervention is planned. No further patient complications have been reported as a result of this event.